Event description:
The customer report to olympus during preparation for use they were unable to obtain an image with their evis exera iii video system center. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection the reported event was not confirmed. It was noted the programmable in- put processor (pip) connector was active and there was no signal in-put when first connected. Additionally, the software was updated, and the system was functionally tested and passed olympus standards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. The unit passed all functional tests and a software upgrade was recommended. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.